Manufacturer narrative:
Product analysis: analysis was able to confirm the reported connector issue, both output connectors were broken. Analysis also noted that a component on the main printed circuit board (pcb) was damaged, the lower case was broken, the battery drawer cover was broken, both output connector nuts were discolored, and both display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cable was unable to insert or lock into place on the connector. The epg was returned for service. There was no patient involvement.